Event description:
Per operative report: this valve was explanted due to pannus and insufficiency. The pt presented with symptoms of congestive heart failure, and cardiac catheterization and echocardiography demonstrated insufficiency. At explant, pannus was observed around the sewing cuff, and there was "some fine" fibrinous material at various points above and below the leaflets; however, there was no "obvious obstruction" to leaflet movement. This valve was replaced with sjm 31mj-501.